Event description:
This incident was initially reported by the patient on july 22, 2024 as pain and redness. The user states they sought medical attention for symptoms of redness and eye pain on an unspecified date, and while no injury was observed, the patient was prescribed sodium hyaluronate. Symptoms did not resolve, and the patient sought further care the following day where they were prescribed ofloxacin in addition to the sodium hyaluronate and advised temporary lens discontinuation. The details of the event were assessed by the manufacturer and established to not meet the criteria of a serious or reportable adverse event as the medication was prescribed prophylactically to treat the symptoms with no observable injury reported. On september 6, 2024, additional information was received by the manufacturer from the treating ophthalmologist. According to the details, on (B)(6) 2024, the patient experienced pain and redness, sought medical attention, and was diagnosed with a corneal ulcer in the 5 o'clock region of the eye though it is unclear if this was central or peripheral. The patient prescribed sodium hyaluronate ophthalmic solution 0.1%. Although advised to return for a follow-up, the patient has not done so. With the new information from the hcp, this event is being reported due to the diagnosis of a corneal ulcer of unknown severity, unclear location, unknown patient outcome, and potential for serious or permanent injury associated with corneal ulcer events. Should further information become available, a follow-up report will be submitted as appropriate.

Manufacturer narrative:
Device sample returned and analyzed. All device parameters were within expected values. Record review found no issues, nonconformances, or trends. The relationship between the coopervision device and the incident is unconfirmed.